Manufacturer narrative:
A ge service representative performed an onsite investigation. The mechanical system was evaluated and lubricated. A movement brake was also replaced as part of the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the steering mechanism was difficult to steer and turn. No pt death or serious injury was reported related to this event.